Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) that was implanted in the right eye (od) rotated counter clockwise by 30 degrees. The doctor repositioned the lens about a week after implant. Visual issue before repositioning was blurry which first occurred on day one post-op. Visual acuity (va) then was 20/200 as lens rotated. The patient was well post-op. Patient and doctor identifiers were provided. No other additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.